Event description:
During an in-clinic follow-up, a rapid drop in battery longevity was observed on the device. Abbott technical support was contacted and suspected premature battery depletion. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
D6a: implant date is estimated to be in 2022.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Based on the information provided, it was determined to be due to faster than expected battery voltage drop. The cause of the battery voltage drop cannot be determined from the available data.

Event description:
Additional information received indicated the device was later explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
During software investigation, the reported event of premature battery depletion was confirmed. Based on the information provided, it was determined to be due to faster than expected battery voltage drop, however, the cause of the battery voltage drop could not be determined from the available data. The device was later returned for hardware analysis, and the reported event of early battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on device usage. Electrical testing revealed a high current drain from the hybrid. An anomalous capacitor in the hybrid was found to be the cause of the high current drain and premature battery depletion.